Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 170 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 111 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.